Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. Troubleshooting was performed, including cleaning the contacts using a kit and swapping the light source cable and digital light source cable with known-good cables. The system was also tested in a known-good tower setup; however, the issue remained with the xenon light source. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had b30 scope communication error. The event occurred during inspection for use. There were no reports of patient involvement.